Event description:
Potential for injury associated with the socket pivot cup for the armrest on an r51lxp power chair not being in place. This allows the armrest to flip all the way back instead of stopping, and may contribute to the user not being able to retrieve the armrest for the needed side support. .